Manufacturer narrative:
Reference no.(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07093. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve within a non-edwards surgical valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted into patient at a steep angle. Resistance was encountered while advancing the delivery system through the esheath. The delivery system with the valve did not exit the tip of the sheath. A common iliac dissection occurred while advancing the delivery system through sheath. The system was removed as a single unit, and a stent was deployed to treat the dissection. Upon device removal, observation revealed a valve strut protruding through esheath liner and a sheath liner strand. The patient remained in stable condition throughout the event. The perceived root cause of the vascular complication may have involved interaction with calcium.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Sapien 3 ultra resilia valve received stuck inside its associated 16f esheath+ at 10 cm form strain relief. Valve crimped at the proximal balloon shoulder from its associated commander delivery system. Two (2) struts bent outwards at the inflow side. Valve deployed during pre-deco process. Leaflets dehydrated due to storage condition and bent struts corrected. No other abnormalities observed on deployed valve. Imagery was provided from the site and revealed the following: valve frame struts appear bent outwards and puncture through sheath liner. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) and procedural factors (steep insertion angle, device manipulation) likely contributed to the event, as it was reported moderate degree of vessel calcification at the access vessel. Additionally, based on the information provided, the esheath was inserted as a steep angle. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Also, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Excessive device manipulation (e.g high push force) applied to overcome the encountered resistance can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.